Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to address the reported error message on the aia-360 analyzer. The fse replaced the sample syringe to resolve the issue. The aia-360 analyzer was performing within manufacturer's specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 25-jun-2018 through aware date 25-jul-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: error message: 2012 air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a faulty sample syringe.

Event description:
A customer reported to the distributor getting error message "2012 air detected [diluent]" while running patient samples on the aia-360 analyzer. A distributor field service engineer was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp), cardiac troponin I (ctnl 2), estradiol (e2), prolactin (prl), and progesterone ii (prog ii) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.